Manufacturer narrative:
The patient's family refused an autopsy; therefore, the pump was not returned to the manufacturer for evaluation. The manufacturer is attempting to acquire the system controller in use at the time of the event for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. Approximately 2 months post-implant, the patient was found expired at home with both power leads disconnected. According to the information provided, no alarms were heard from the system controller when the patient was initially found.